Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a right ventricular lead exhibited twisted insulation during the implantation procedure. The lead was exchanged for a replacement and the procedure was successfully completed. Patient had no consequences as a result of the procedure.